Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using original battery cap and a new battery. Unit powered up properly after battery installation. No blank display noted. Unit was downloaded successfully using thus software for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 13.0 received the lowbatteryalert (104) on 01/16/2026 12:23:00 faster than expected at 3.96 days. Battery cycle 7.0 received the lowbatteryalert (104) on 01/05/2026 13:01:00 faster than expected at 4.13 days. Battery cycle 6.0 received the lowbatteryalert (104) on 01/01/2026 09:04:00 after more than 7 days at 9.57 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement and self-test. No failed battery alarms noted during testing. The pump was received with normal operating currents. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unit was cut open and a visual inspection of connectors and electronic assemblies was performed. Per visual inspection, all connectors including the battery flex connector were plugged in properly. However, moisture damage was found on electronic assembly, including keypad connector on pcb1. Unit was received with the following cosmetic damages: serial number label missing, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations with blank display were not confirmed when unit powered on properly after battery installation. However, allegations with failed battery test were confirmed when the baat tool concluded the customer experienced an unexpected power loss of less than 7 days per the pump history records. Due to battery anomaly and moisture damage, isolate to electronic assembly. Additionally, customer allegations with label damage were confirmed when serial number label missing was noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported battery failed alarm, blank display and device labels, including serial number and dome label stickers reported as missing, removed, worn, faded, or damaged following usage. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for display issues. No damage to the battery cap contacts was reported. Display did not return after inserting a new aa battery. Instructed customer that pump will be replaced. Troubleshooting was performed for battery failed alarm and label damage allegation. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884l was requested, and customer response was the device will be returned.